Event description:
This case reported by a nurse concerns a pt who experienced diabetic ketoacidosis with isophane insulin (humulin I). The pt was also receiving insulin lispro. The pt had not been taught how to use the delivery device (humapen) correctly and did not receive the 30iu of isophane insulin for three days. The pt was hospitalized and taught the correct method and fully recovered. The reporter did not think the event was caused by the drug or device. The device was returned for confirmation that it was functioning normally. Update aug-1999: device returned to check it was functioning normally. Update aug-1999: this case is cross referenced. Update aug-1999: preliminary comments received from pharmaceutical delivery systems on aug-1999.